Event description:
It was reported that patient presented in clinic after receiving an inappropriate high voltage therapy due to ventricular oversensing. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.